Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from (B)(6) 2013 to (B)(6)2020 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device is broken/damaged and ac lead off. No patient involvement is noted.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from 08/12/2013 to 12/30/2020 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device is broken/damaged and ac lead off. No patient involvement is noted.